Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). It was reported that the patient underwent gynecological procedure and mesh was implanted due to sui/pop. It was reported patient underwent cold-knife conization on (B)(6) 2005 for carcinoma in situ. It was reported patient underwent cystoscopy, intravenous pyelogram, excision of vaginal granuloma with cauterization of vaginal wound, and evacuation and oversew of para urethral/para vesicular hematoma on (B)(6) 2005. It was reported that patient underwent vaporization of eroded suture on (B)(6) 2010 due to erosion of suture. Sutures from original implant surgery eroded into bladder, which caused stone formation. On (B)(6) 2010 patient underwent hydrodistention of the bladder and vaporization of the eroding sutures.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted into patient. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
Additional narrative: it was reported by an attorney that the patient experienced urgency, ovarian cyst, and dysuria.

Manufacturer narrative:
(B)(4). It was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2005 and a mesh was implanted. It was reported that following insertion the patient experienced flank pain, vaginal discharge, vaginal dryness, decreased libido, detrusor instability, pelvic pain, abdomen and bladder pain, dysuria, incontinence, difficulty voiding, burning with urination, uti¿s, retention of urine, polyuria, frequency, hematuria. It was reported that patient underwent mesh excision with primary closure with 4-0 pds on (B)(6) 2005 due to complaints of painful bump over her clitoral hood that is excruciating. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4).